Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the arm. According to the reporter, on 07/07/2026, the patient¿s ¿levels were high¿, and they were ¿unable to monitor it as it was during the night¿. It is unknown if the ¿levels¿ were blood glucose or CGM readings. It is also not known what the CGM reading was during the event, but based on the available information, it was understood that they would be inaccurate. No specific symptoms were reported, and it was unknown if the patient experienced a hypo or hyperglycemic event. ¿The patient ended up in the hospital,¿ but no specific information was reported regarding treatment or duration of stay. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented and attempts to obtain further information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(b)(4). This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.